Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an accucath catheter kinked. It was placed (B)(6) just above the ac and stopped working on (B)(6) due to the kink. No other information was provided.